Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the guide wire became stuck in the micro catheter. The 99% stenosed, calcified lesion was in the moderately tortuous left anterior descending (lad) artery. A pt2 moderate support 185cm guide wire was being used with a non-bsc micro catheter as guide wire support. Initially, the guide wire was compatible with the micro catheter; however, later during the procedure, the physician felt resistance and the guide wire became "stuck" in the micro catheter. The physician was able to separate the devices by "forcibly" removing the guide wire. The procedure was completed with a non-bsc guide wire and non-bsc micro catheter. There were no patient complications reported.

Manufacturer narrative:
Pt age: "over 18". (B)(4).